Event description:
During a periodic review of internal programming history data, an event of high impedance was identified for the patient. The device was not programmed off and no further diagnostic tests were performed per the programming data. No additional relevant information has been received to date.